Event description:
It was reported that a pt underwent a gynecological procedure in 2008. During the procedure, the hand piece worked fine initially. After a short period of time, the hand piece started to sputter and the blade stopped turning. The light on the motor drive unit went on and off.

Manufacturer narrative:
Conclusion - no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.